Manufacturer narrative:
For the investigation the logfile and the device was analyzed. The reported error code 823 could be confirmed during logfile analysis, however it could not be reproduced during the complete device test according to manufacturer specification and a long-term test run, nor was a technical failure found. Based on the results of the analysis, the root cause of the issue are likely electrical or electromagnetic effects above the immunity level according to iec 60601-1-2. The device was delivered in 2007 according to the at that time effective requirements. The investigation concludes that the problem was likely solved by switching the device off and on again. The device behaved as specified and performed a warmstart in order to solve a detected deviation. In this case an audible alarm is posted and the device briefly powers off and then back on. During this time, the babylog 8000 emergency-breathing valve is open allowing spontaneous breathing. A single successful warmstart lasts for about 2 seconds. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started. The results will be transmitted within a follow up report.

Event description:
During use, the babylog 8000 plus posted "system failure823". It is unknown if the ventilator operated or not. No injury reported.